Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is getting overheated. It was also reported that the pdm is not connecting with the pods and the pdm screen appearing static. It was also stated that the pdm needs to be charged twice a day because the battery is not lasting.